Manufacturer narrative:
If implanted; give date: n/a (not applicable). No patient involvement reported. If explanted; give date: n/a (not applicable). No patient involvement reported. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the intraocular lens has not been returned as it was discarded by the customer. Therefore product testing could not be performed and the reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a broken haptic was found on the intraocular lens (iol) before the operation. No patient contact reported. The account commented that the device was discarded. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.